Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the tibia cutting guide uprod knob became fully unthreaded and would not fully engage into clamp holder. It was reported that the event did not happen in surgery. No further info available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "it was reported that the event did not happen in surgery. Tibia cutting guide uprod knob became fully unthreaded and would not fully engage into clamp holder. No further info available." The product was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that the attune em tibial prox uprod has deformed the snap ring that secured the locking screw from the main device. The overall appearance of the device exhibits constants and normal usage. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended and excessive forces while trying to completely unscrew the locking screw. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test performed with a mating device laboratory sample revealed that the attune em tibial prox uprod was not able to properly assemble to the mating device as intended, therefore the reported complaint allegation was able to be replicated and the cause of this is suspected to be the deformation of the snap ring. Additionally, when loosening the knob it can come out. The overall complaint was confirmed as the observed condition of the attune em tibial prox uprod would have contributed to the complaint device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: h3.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.